Event description:
On (B)(6) 2018, the reporter alleged a hyperglycemic event associated with air bubbles in the cartridge. It was reported that the blood glucose (bg) level was over 500mg/dl. The patient reported symptoms of nausea associated with the elevated bg. The patient denied any treatment above and beyond the usual diabetes care and management; they remained on the pump. Troubleshooting determined that there was no malfunction or defect; rather, use error was the contributing factor to the air bubbles. It was noted that the patient was not cycling the plunger of the cartridge before use and was storing cartridges in the bathroom (against advice in the instructions for use). This complaint is being reported for alleged hyperglycemia associated with the cartridge use for which it was determined that patient use error was a contributing factor.